Event description:
A (B)(6) patient sample test result was obtained on an advia centaur xp instrument. The initial test result was not released to the physician(s). The customer stated that, per laboratory procedure, a (B)(6) sample is processed for repeat testing. The repeat test result was (B)(6) and not released to the physician(s). Additional testing was performed on the same sample on the same advia centaur xp and an alternate instrument. A (B)(6) test result was determined to be correct and was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The customer contacted siemens to report a (B)(6) patient sample test result was obtained on an advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced a 2.0 ml syringe and 2.0 ml syringe plunger. The customer then ran quality control materials with acceptable results. The cause of the (B)(6) test result was the 2.0 ml syringe and 2.0 ml syringe plunger. The instrument is performing within specifications. No additional evaluation of the instrument is needed.